Manufacturer narrative:
The product was returned and is pending the completion of the investigation.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, the patient applied a new pod and administered a bolus of 2 units of insulin.